Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent cartridge change errors with multiple cartridges during the load process. The customer's blood glucose was 140-169 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.